Event description:
Device malfunction: none. Symptoms/ae: in-stent thrombosis. Time of symptoms/ae: post stenting procedure. It was reported that an unspecified time post stenting procedure with a 2.5x18mm promus in the cx, the pt experienced chest pain. An angiogram was performed on (B) (6) 2010 and in-stent sub acute thrombosis (sat) was noted. The thrombosis was treated via nc voyager balloon angioplasty and medication of urokinase, gp2b 3a inhibitor. There was no reported adverse pt sequela. No additional information was provided. You are receiving this report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbot vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.